Manufacturer narrative:
As reported the user removed the device attempting to clear the fastener and the barrel insert on the distal tip detached. The subject device was returned and visually evaluated. The barrel insert at the distal end of the device was found to have detached. The guide wire and back up tabs were also confirmed to be significantly bent. Based on review of the sample it appears that forces applied to the device after it was removed were sufficient enough to cause the detachment of the component that occurred. At this time it cannot be determined what caused the device to become damaged in this manner. The instructions-for-use (IFU) supplied with the device states, "if the fastener does not deploy properly, remove the device from the patient and test the device in gauze to ensure proper fastener deployment. Once proper fastener deployment is confirmed, the device may be reinserted into the patient." The information provided by bard represents all of the known information at this time. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
As reported by the davol sales rep: during an unspecified procedure, the surgeon was dry firing the optifix fixation device outside of the patient when it was noted that the distal tip (barrel insert) detached from the device. There was no patient injury reported. The surgeon used another device to complete the case.